Manufacturer narrative:
(B)(4). Date sent: 07/19/2021. D4: batch # u5fe0p. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Upon inspection of the device, it was verified that the knife and driver tips were extended past the guide face. Upon removal of shrouds, a fragment of white plastic debris was found adhered to the stop switch actuator, likely by lubricating grease from the cam, and located nearly between the cam and stop switch actuator paddle. The source of the fragment appears to be the handle of the left shroud near a weld joint. The likely cause of the product experience was wedging of the plastic fragment between the cam and stop switch paddle causing premature actuation of the stop switch. Since it had happened during the return stroke of the knife and driver, the cutting and stapling were successfully completed, resulting in expected performance of the device and no patient consequences. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The green checkmark illuminated, and the knife and driver tips were fully retracted. The staple line was complete, and the staples meet the staple form and release criteria. No conclusion could be reached as to what may have caused the damage on the shroud. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a sigmoidectomy the device was fired and it performed as expected. The donuts were good however the knife blade did not retract properly. The procedure was completed with no patient consequences.